Event description:
It was reported that the pump touchscreen was responsive, but touch inputs to unlock the pump screen would not progress the screen forward. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.